Manufacturer narrative:
Erosion is a well known potential complication of this type of procedure. The product insert which accompanies each device states in chapter "adverse reactions" that, potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, infection, inflammation, sensitization, adhesion formation, fistula formation, extrusion and recurrence.

Event description:
Procedure: urological. Reportedly, one of the distal arms on the posterior kit tore off as the consultant brought the arm out through the pararectal incision. The doctor trimmed the other arm off and position the mesh with stay sutures. The mesh was then implanted successfully. The pt later experienced vaginal erosion complications after her tvh, posterior mesh procedure.